Event description:
Caller reported a malfunction on the pump with a displayed malfunction code. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any issues arise again.